Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm and unilateral iliac artery aneurysm. It was reported a gore iliac branch endoprosthesis internal iliac component (iic) was advanced with slight difficulty into the hypogastric artery and deployed with no issue. During withdrawal of the delivery catheter back into the sheath, there was some reported resistance pulling the delivery catheter back into the sheath. It was reported there was nothing about the patient¿s anatomy that would have caused or contributed to the resistance. After some force was reportedly used to withdraw the iic into the sheath, it was noted the leading olive had separated from the delivery catheter and remained in the patient. It was reported the olive had traveled into the hypogastric artery and was not able to be retrieved using endovascular means. The procedure was concluded with no further treatment, and the patient reportedly tolerated the procedure.